Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received.

Event description:
It was reported, the ipg has reached 'end of life'. As a result, intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.